Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland. Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state: california, zip code: 91325. Imdrf investigation findings code c22 (appropriate term/code not available) has been selected, as code c24 is not available in the database to capture (malfunction observed without conclusive finding). Imdrf cause conclusion code d17 (appropriate term/code not available) has been selected, as code d1501 is not available in database to capture (cause linked to device but unable to trace more specifically). Complaint investigation results: review of complaint record (B)(4) event description and all available information was completed, and lot number 6013865 was provided. Complaint was classified reportable under malfunction code: adhesive patch does not adhere to the skin after direct application. Corrective and preventive action (CAPA) determination: during the investigation CAPA-2010953 was identified, it was opened 18-sep-2024 for adhesive related complaints and bounding covers minimed mio advance products and the time period reviewed. Summary conclusion: based on the information available, the investigation has been completed, and all applicable requirements were reviewed and found to be met. The complaint is confirmed, as the alleged malfunction is consistent with a known issue that is being addressed under the pre existing CAPA 2010953. As this complaint falls within the scope of the identified trend, no further complaint specific investigation will be conducted. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that patient faced infusion set tape not sticking event on (B)(6) 2026.